Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a cleaner leak at the blood sampling valve area of the coulter lh 750 hematology analyzer. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed that fluid was leaking from a broken rinse cup in the probe wash assembly. The fse replaced the rinse cup. There was no further evidence of leaking after the repairs. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.